Event description:
It was reported that log files were submitted due to unreported pump stop with driveline history of driveline damage and repairs. The log file review showed (15) pump stops and (10) low speed advisories on (B)(6)2023 at 6:33pm and (B)(6)2023 9:42 pm ¿ 9:49 pm as mentioned. Speed drops were as low as 0 rpm. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the ventricular assist device (vad) was connected to the mobile power unit (mpu) and may occur on grounded patient cable / power module. It appeared the patient was tethered on batteries (B)(6)2023 at 9:49 pm thru (B)(6)2023 12:14 pm without issue. There was not enough room for a second driveline repair. Customer reported that the patient may have a pulled-out portions of the driveline cable themself (not the hospital) to expose additional cable length. The patient was sent home with unshielded patient cable, monitoring for reoccurrence of alarms. The hospital may pursue a driveline repair in the future but not at this time. Related events: previous driveline repair on 14jul2020 is reported under MFR# 2916596-2020-03577. Pump exchange on 18sep2020 is reported under MFR# 2916596-2020-04799. Second driveline repair on 10jun2023 is reported under MFR# 2916596-2021-03245. Full length external driveline repair on 15dec2022 is reported under MFR# 2916596-2022-15750.

Manufacturer narrative:
Related events: previous driveline repair on 14jul2020 is reported under MFR# 2916596-2020-03577. Pump exchange on 18sep2020 is reported under MFR# 2916596-2020-04799. Second driveline repair on 10jun2023 is reported under MFR# 2916596-2021-03245. Full length external driveline repair on 15dec2022 is reported under MFR# 2916596-2022-15750. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low speed operation and pump stop events. Based on previous complaint experience, these events could be indicative of a potentially compromised driveline; however, a direct cause could not be conclusively determined through this evaluation. The submitted log files captured low speed operation and pump stop events while the patient was supported by the mobile power unit. These events were associated with low speed advisory, low speed hazard, low flow hazard, and pump off alarms. Based on previous complaint experience, the observed behavior could be indicative of a potentially compromised driveline. The submitted x-ray images were inconclusive for any areas of driveline wire compromise. The submitted photographs captured a portion of the external driveline. It appeared that a portion of the driveline which was previously internal was exposed, consistent with the reported event that the patient may have pulled their driveline. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records for (B)(6), driveline serial number (B)(6), and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C and the heartmate ii patient handbook rev. C are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.